Event description:
It was reported that the patient will undergo a lead revision because the physician suspected that the anchor has come loose. Surgery was undertaken wherein the anchor was explanted.